Manufacturer narrative:
In this case, the difficult or delayed activation-clip deployment, image resolution poor, difficult or delayed positioning-anatomy, entrapment of device-clip caught on chordae and off-label use-indication for use could not be replicated in a testing environment. The reported deformation due to compressive stress associated with delivery catheter (dc) shaft bend was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided and the image review, the reported difficult or delayed activation (difficult to deploy the clip) and deformation due to compressive stress (bent dc shaft) appear to be related to the clip becoming entangled in anatomy (entrapment of device). A cause for how the clip became caught in anatomy and difficult or delayed positioning with anatomy, however, could not be determined. Image resolution poor is related to procedural conditions as imaging was reported to be poor. The reported off-label use of the device was associated with the mitraclip device being used to treat tricuspid regurgitation. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed off-label to treat functional tricuspid regurgitation (tr) grade 4+. Imaging quality was poor. While attempting to grasp the leaflets, the gripper became caught on the septal leaflet. Troubleshooting was performed which freed the gripper, but then the clip became stuck in the anterior papillary muscle. Troubleshooting was performed but the clip could not be freed. The clip delivery system (cds) became bent in an "s-curve shape" due to the tension and entanglement. The clip was then attempted to be deployed entangled in the chordae with the septal leaflet grasped however, the actuator knob was unable to be retracted after 8 turns. Fluorscopy showed the mandrel was still attached. The delivery catheter handle could not be retracted. Troubleshooting was performed but the clip still remained attached to the mandrel. Gripper lines were accessed. After pushing and pulling the delivery catheter handle for some time the mandrel was able to be detached. The clip remained where deployed and the procedure ended with tr grade 2-3. There was no clinically significant delay.